Manufacturer narrative:
Visual examination of the returned device found that a longitudinal tear was visible in the balloon material. The tear was located 4 mm proximal to the proximal edge of the distal markerband and extended proximally for a total length of 18 mm. No other issues were noted with the device. Microscopic examination of the balloon material and of the markerbands found no issues that could contribute to the complaint incident. No other issues were noted with the device. A labeling review identified that the device was used per the uromax ultra directions for use (dfu). The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot. The cause of the reported malfunction is likely attributable to operational context.

Event description:
It was reported to boston scientific corporation on june 22, 2006 a uromax ultra balloon dilation catheter was used during an ureteroscopy procedure on a female patient (weight unknown) two weeks prior. After inserting the balloon in the patient's ureter, the doctor noticed that the balloon started leaking as he started inflating it. The doctor consequently removed the balloon and replaced it with another one of the same kind. The procedure was completed successfully with another of the same device.